Event description:
The patient experienced right-sided intercostal pain and right-sided chest pain. An x-ray (date not reported) showed the lead had migrated/dislodged. A revision was performed; the details were not provided. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.